Event description:
After having the essure and completing the dye test I bled for 3 months straight. Five years later and I am still bleeding for long periods of time, having random gushes of blood, massive blood clots, severe anemia, lower abdomen pains that worsen when bleeding.